Event description:
Customer called to report damage to the insulin pump. Customer stated that the lip of the reservoir compartment is missing. Customer reported that they are experiencing low blood glucose levels. Customer reported being in a car accident and stated that she was wearing the insulin pump at the time. Customer stated that the accident was not diabetes related. Customer completed a self test. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads.